Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly was noted. The pump was received with cracked case at display window corners and display window. The pump was received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was 136 mg/dl. The customer stated that he just changed the battery on his insulin pump, and the buttons were not working. The customer stated that the pump kept cycling through the menu and bolus and suspend. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.